Manufacturer narrative:
The case logs have not been reviewed for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system there was patient bleeding at the incision site that needed to be addressed.

Event description:
It was reported that while using the excelsus gps system there was patient bleeding at the incision site that needed to be addressed.

Manufacturer narrative:
The investigation did not find a system malfunction. It was reported that the patient's mayfield fixation device interfered with the planned entry point. Therefore, the fixation device had to be adjusted to a new position; however, during the re-positioning the patient began bleeding at the site of the posterior mayfield pin. Ultimately, the patient's bleeding was addressed and the case was still completed with egps. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The following sections were updated for this supplemental report: d4, g6, h6, h10.